Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during injection, solution leaked around needle connector. Upon removing the syringe, the needle disconnected from the hub and remained in the patient's arm. Needle was removed and capped without injury to staff. The event resulted in no patient harm. No medical intervention required. No further care was provided.